Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that overnight his blood glucose level was very high. He started vomiting and ended up in the intensive care unit on (B)(6) 2017. The doctors took him off the insulin pump. Customer's blood glucose level was 390 mg/dl. His blood glucose level was treated with insulin drip. The customer experienced a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The customer was advised that the device would be replaced and agreed to return the product for analysis.